Event description:
Pt reported obtaining a blood glucose result of 259 mg/dl, while using the suspect device. Pt noted that, 2 minutes later, blood glucose was retested on a physician's device with a result of 90 mg/dl. No pt injury was reported. Based on elevated readings obtained on the suspect device, pt's physician increased insulin dosage. No resultant injury was reported. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.